Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation was unable to confirm the reported no image issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for a diagnostic procedure, the video system image blacked out with noise on the device. The issue disappeared when the camera head cable was moved. The healthcare practitioner discontinued the examination under monitor observation and continued to look directly into the fiberscope to complete the examination. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is likely that the image blackout or noise occurred accidentally. Olympus will continue to monitor field performance for this device.